Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of a femoral artery using a proglide device after an interventional procedure. Reportedly, the suture broke when tightening the knot. Hemostasis was achieved using manual compression. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history for this lot did not produce any findings relevant to this report.